Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient has had high blood glucose (bg) with ketones. Patient was taken off pump and put back on injections due to high bg with ketones; reporter was not able to get bg down with pump and is taking patient to heath care provider (hcp) for evaluation. Animas has made multiple attempts to contact the reporter for more information. This complaint is being reported because a patient on pump therapy experienced hyperglycemia and due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 9/2/2015 .device evaluation: the device has been returned and evaluated by product analysis on 08/14/2015 with the following findings: the pump was found to be delivering accurately and within required range. Information for the complaint is overwritten, unable to duplicate the complain the black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. A delivery accuracy test was successfully completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.